Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with lumbar degenerative and underwent lumbar fixation. Intra-op, locking screw was broken. Product came in contact with the patient. No patient complications were reported.